Event description:
User facility reported, physician noted a perforation of the uterus following dilation of the cervix with a dilator and sounding of the uterus with a suresound. Hysteroscopy revealed a perforation in the center of the fundus. No additional information is available.

Manufacturer narrative:
Device history record (DHR) review conducted for the identified lot number revealed no abnormalities related to the reported information. This device passed final testing prior to release. The device involved in this event was not returned; therefore, an investigation was unable to be performed.